Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis and received antibiotics in the outpatient pd clinic. There were no reported allegations of any issues with fresenius products in relation to the peritonitis event. However, it was stated that a mask was not worn during pd exchanges. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of abdominal pain and cloudy pd effluent. As a result, the patient went to the outpatient pd clinic on (B)(6) 2023 and had a pd culture obtained. Per the nurse, the pd culture had no organism growth and an elevated white blood cell (wbc); result unknown. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin and fortaz (per clinic protocol) on an outpatient basis. The nurse stated the patient was recovering from the peritonitis event and continues pd treatments with the same cycler without any adverse effects. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was associated with a breach in aseptic technique due to patient non-compliance with wearing a mask during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. It was reported by the patient¿s pd nurse that the patient is non-compliant with wearing a mask during the pd exchange. Therefore, based on the reported information, the patient¿s peritonitis was likely due to a breach in aseptic technique.

Event description:
On 21/aug/2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis and received antibiotics in the outpatient pd clinic. There were no reported allegations of any issues with fresenius products in relation to the peritonitis event. However, it was stated that a mask was not worn during pd exchanges. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of abdominal pain and cloudy pd effluent. As a result, the patient went to the outpatient pd clinic on (B)(6) 2023 and had a pd culture obtained. Per the nurse, the pd culture had no organism growth and an elevated white blood cell (wbc); result unknown. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin and fortaz (per clinic protocol) on an outpatient basis. The nurse stated the patient was recovering from the peritonitis event and continues pd treatments with the same cycler without any adverse effects. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was associated with a breach in aseptic technique due to patient non-compliance with wearing a mask during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. A device history record (DHR) review was performed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.